Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for procedure during a transcatheter aortic valve implantation using a flexnav delivery system. The patient's aortic angle was approximately 62 degrees. The native aortic annulus perimeter was 77.0mm and area was 449.8mm^2. There was minimal annular calcification and a narrow sinotubular junction (stj). A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The navitor valve was implanted. The initial positioning showed non-uniform expansion (nue) and a high position. The starting implant depth at deployment was 0mm at the non-coronary cusp (ncc). The valve was resheathed and repositioned lower. The left coronary cusp (lcc) was at approximately 7mm, and the non-coronary cusp (ncc) was at 4.5mm. After the valve was released, the valve migrated towards the left ventricular outflow tract (lvot). The final implant depth at release was 4mm at the ncc and 5mm at the left coronary cusp (lcc). The upper crown of the valve was still positioned within the annulus. The valve then exhibited significant perivalvular leak (pvl) and aortic insufficiency with the valve positioned in the left ventricle. The patient remained hemodynamically stable with circulatory support provided by catecholamines. An attempt to pull the valve down towards the aorta using a balloon was unsuccessful. The valve was successfully secured in the ascending aorta using a snare. A 26mm non-abbott valve was successfully implanted, and there was no pvl. Post procedure, the patient was transferred to the intensive care unit. The physician believed that the valve migration was due to a combination of complex anatomy, mild calcification, horizontal aorta, and a narrow sinotubular junction (stj). The patient status was reported as stable.

Manufacturer narrative:
An event of paravalvular leak (pvl), device migration, and valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and cine review, the cause of the reported valve underexpansion could not be conclusively determined; however, patient condition (narrow stj diameter) may have been a contributing factor. The reported migration appears to be related to patient condition (horizontal aorta, narrow stj diameter, and minimal annular calcification); however, this could not be confirmed. The reported pvl and aortic insufficiency appears to be related to procedural conditions (valve migration). The reported surgical intervention was a result of case-specific circumstance as another valve was deployed (valve-in-valve). The reported improper or incorrect procedure or method is related to the user snaring the valve after deployment. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."